Manufacturer narrative:
(B)(4). The sample was not returned for investigation and hence none was performed. Reference: complaint (B)(4).

Event description:
On (B)(6) 2013, at (B)(6) it was reported that the oxygenator on the hqv 93400 complete pack (lot number 92073380) was not oxygenating. The oxygenator was replaced. There was no patient impact. Reference: complaint (B)(6).